Event description:
It was reported that a user applied a new dexcom g7 10-day sensor that paired with the dexcom g7 app but did not initially pair with the ilet; the user was guided to toggle the ilet cgm setting from g6 to g7 and reenter the four-digit pairing code, after which the ilet successfully established connection. Symptoms included no adverse clinical effects. Outcomes included successful pairing and restoration of expected cgm communication to the ilet. Investigation included guided troubleshooting and user education on correct cgm configuration and pairing workflow. Investigation of this case revealed a configuration and setup issue related to cgm type selection and code entry rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user-guided troubleshooting and routine reconnection steps resolved the pairing failure without clinical harm.